Event description:
It was reported that the intraocular lens (iol) was blocked in the tunnel. Through follow-up, we learned that the lens was stuck in the corneal tunnel, and no problems were reported with the cartridge. The first iol was removed, and a second lens was inserted without any issues. No additional information was received.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter first name: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number:(B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.